Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer reports that it is the third or fourth time that they are forced to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip noted during visual inspection. No button error alarms noted. All buttons function properly. However, the insulin pump had moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.